Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the electronic patient gas system (epgs) was returned with alternative oxygen and air input connectors, the oxygen (o2) knob was rubbing against the front panel and no o2 sensor was installed. The epgs did not communicate with a system-1 simulator until the generic board was temporarily replaced. The epgs operated as designed with a lab-use only (luo) generic board and o2 sensor installed, the o2 knob repositioned and oxygen and air inputs changed to regular connectors. The product surveillance technician (pst) connected the epgs to a system-1 simulator and central control monitor (ccm), attached o2 and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm. After the 15 minute warm-up period, calibration of the epgs was initiated and passed. All functions of the epgs functioned as designed. As per service history, the epgs was not sent for reconditioning since it was installed in 2008. Without this maintenance the systems efficacy cannot be assured by the manufacturer and may increase the risk of product failure. Final letter will be provided to the customer. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
The subsidiary site reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) needs to be overhauled as it no longer communicates with the perfusion system. There was no patient involvement.